Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample, one maxcore disposable core biopsy instrument was evaluated. The device appeared to clean and received in the initial position. The device received without needle protector and yellow guard. Upon visual evaluation, a backwards bend was noted to sample notch when placed against a straight edge ruler. Due to the bent sample notch, no functional testing was performed. Therefore, the investigation is confirmed for the identified bent issue as bent noted to sample notch. The investigation is inconclusive for failure to fire issue as no functional testing was not performed. A definitive root cause for the failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the maxcore instrument. During the procedure, the needle was inserted into the breast and fired. However, the tissue acquisition mechanism at the tip of the needle (needle notch) did not function properly. The patient reported injury, including skin deformation and trauma in the breast area. The current status of the patient is unknown.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using maxcore instrument. During the procedure the needle was inserted into the breast and fired. However, the tissue acquisition mechanism at the tip of the needle (needle notch) did not function properly. There was patient reported injury with skin deformation and trauma in the breast area. Current patient status is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.